Manufacturer narrative:
Lot# 07e999. Method: visual inspection, functional analysis, device history review, complaint history review, risk assessment; result: the device was returned and device evaluation was performed. The reported product issue could not be confirmed since no visual or functional anomalies were found. Device was found to be functional. No relevant manufacturing issues were found. Conclusion: the exact root cause could not be determined conclusively.

Event description:
It was reported that; when threading the t handle is almost completely down. The threads were jumping therefore not advancing the implant. I wasn't advancing while inserting the implant.

Event description:
It was reported that; when threading the t handle is almost completely down. The threads were jumping therefore not advancing the implant. I wasn't advancing while inserting the implant.